Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump would alarmed no delivery. The alarm has been occurring for the past two days. The patient changed the infusion set, site, and reservoir but the no delivery alarm recurred. The patient's blood glucose at the time of incident is unknown; however, she mentioned that her blood glucose was in normal range. The customer was advised that a replacement insulin pump may not resolve her issues, but the insulin pump will be returned and replaced.

Manufacturer narrative:
The pump functioned properly during functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No excessive no delivery alarms were noted. The pump passed the self test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.